Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1813001 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. This device is available for analysis but the engineering report is not yet available. Additional information will be submitted within 30 days of completion of the product evaluation.

Event description:
As reported, the balloon of the mynxgrip vascular closure device (vcd) 6f-7f was torn. There were no reported patient injuries. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of the additional information received the following sections have been updated accordingly. As reported, the balloon of the mynxgrip vascular closure device (vcd) 6f-7f was torn. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant was observed deployed on the catheter shaft. The advancer tube found inside the shuttle cartridge. The syringe was returned separate from the device. The introducer sheath was not returned for evaluation. Leak testing was performed on the balloon of the returned device and found no leak in the balloon mynx instructions for use (IFU). However, the balloon can only be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon can neither be inflated nor be deflated. Visual inspection at high magnification also found evidence of dried contrast in saline solution in the balloon of the returned device. A device history record (DHR) review of lot f1813001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leak was noted. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced since no issues were found with the balloon during analysis. However, handling factors of the device are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.